Event description:
It was reported that the straight medium saber attachment overheated during testing conducted by the MFR sales rep. There was no pt involvement and no adverse consequences associated with the device.

Manufacturer narrative:
The device is available for eval. However it has not yet reached the mfg site for investigation. A f/u report will be filed once the investigation is complete.